Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not have the expected medications stocked for removal. The customer added that they found out that drawer 3.1 settings had been modified, possibly causing the reported issue. Customer stated that they were able to dispense the required medication from a different device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the station's drawer mapping was not properly configured. Technical support specialist guided user to proper configuration of storage space mapping to resolve. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, a3, b5, d1, d4, d5, d9, e3, g2, g3, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jan-2022 to 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the storage configuration change was due to improper configuration. The technical support specialist informed the customer that the pockets were not properly configured per the desired setting shared and actual map set. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 3-1 pocket storage configuration setting changed, although device configuration was set to 10 procedure specific medications. The user did not have the expected medications stocked for removal. The customer added that they found out that drawer 3.1 settings had been modified, possibly causing the reported issue. Customer stated that they were able to dispense the required medication from a different device. There were no adverse events or injuries reported based on this event.